Event description:
It was further reported that the patient presented with hemoglobinuria, and severe adhesions were noted on the patients aorta during the pump exchange. It was also reported that the patient required a tracheotomy and remained hospitalized.

Manufacturer narrative:
A supplemental report is being submitted for additional information and device evaluation. Additional information was received regarding patient weight, patient demographics, medical history, and patient complications. This supplemental is based solely on the receipt of a 3500a report. Section f has been updated to reflect that report. F1 user facility. F2 uf/importer report number: (B)(4). F3 user facility name/address: (B)(6). F4 contact person: (B)(6). F5 phone number: (B)(6). F6 date user facility became aware of the event: unk. F7 type of report: initial. F8 date of this report: may 2020. F9 approximate age of device:18 months. F10 event problem codes: unk. F11 report sent to FDA: unk. F12 location where event occurred: home. F13 report sent to manufacturer: yes, june 2020. F14 manufacturer name and address MFR. Name: medtronic, plc addl: 14400 nw 60th ave city: miami lakes state: fl zip: 33014. Product event summary: the hvad pump and associated outflow graft were returned for evaluation. Failure analysis of the returned segment of outflow graft revealed that the device passed visual examination; no anomalies were observed within the returned segment of the outflow graft. As a result, the reported "twist" event could not be confirmed. Failure analysis of the returned pump revealed that the device passed functional testing and dimensional verification, but visual examination revealed scoring marks on the lower housing ceramic surface and on the inferior surface of the impeller. Considering that the returned device passed functional examination, these friction marks are indicative that an external factor such as thrombus may have forced the impeller against the rear housing with sufficient strength to overcome the rear preload of the magnetic spring/suspension system. As such, the presence of friction marks is likely a symptom of the clinical challenge the pump has experienced and is generally not evidence of a pump induced problem. Internal pathological report revealed evidence of thrombus within the pump. Review of the controller log files revealed a sharp increase in power consumption starting (B)(6) 2020, leading to parameters above normal operating range, and 299 high watt alarms logged since (B)(6) 2020. As a result, the reported high power event was confirmed. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the high power event can be attributed to external factors such as thrombus formation/ingestion. Possible clinical factors that may have contributed to this event include the patient¿s pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Additional products: d1: outflow graft. D4: lot #: 17233362-0921. D10: yes, 11-may-2020. H3: yes dev rtn to MFR? Yes. H6: patient code(s): c27165, c54685, c27083. H6: FDA method code(s): 10. H6: FDA results code(s): 213. H6: FDA conclusion code(s): 22, 67. Investigation of this event is completed and the file will be closed. If new information is received, the file will be re-opened and a supplemental will be submitted. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation and destination therapy in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Concomitant medical products: 694958 lead, implanted: (B)(6) 2006; 5076-52 lead, implanted: (B)(6) 2006. Additional products: brand name: heartware ventricular assist system ¿outflow graft medical device: model #: 1125/ catalog #: 1125/ expiration date: 23-mar-2023 / serial or lot#: (B)(4). UDI #: (B)(4). Device available for evaluation? No. Device evaluated by manufacturer? No, device evaluation anticipated, but not yet begun. Device mfg date: 01-mar-2018. Labeled for single use? Yes. (B)(4). Investigation of this event is pending and a supplemental report will be sent upon its completion. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the ventricular assist device (vad) exhibited multiple high watt alarms, high power, and high flow. A thrombus was suspected in the internal pump component. The vad was exchanged. During the procedure, the outflow graft was found to be twisted and the strain relief was disconnected from outflow graft. The outflow graft was spliced and anastomosed to a new outflow graft. No further patient complications have been reported as a result of this event.